Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. R wave amplitudes measure low, under 3 mv.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited rapid battery depletion. It was also reported that the right ventricular (rv) lead had low sensing values. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.